Event description:
It was reported that the physician had difficulty aspirating through the catheter access port (cap). He then pushed dye/saline into the cap and bolused the patient with 350mcg of baclofen. The patient was getting lethargic. The patient was admitted to the hospital for observation/monitoring. Additional information has been requested, a follow-up report will be sent if additional information becomes available.